Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 3:12am after receiving inconsistent high readings from the prodigy diabetes glucose meter. The end user was sweating, shaking and not feeling well. His blood glucose reading at the time of the medical event was 465 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 73 mg/dl. Intravenous fluids were administered by the paramedics to assist with stabilizing the end user's blood glucose levels without transporting the end user to the ER. No other details were provided in regards to the paramedics and any additional treatment. Around 9:00 am on (B)(6) 2017 the end user was taken to the (B)(6) hospital and upon arrival his blood glucose was 126 mg/dl. No additional treatments were given in regards to assisting with regulating his blood glucose. After 4 hours at the ER the end user was discharged. No further details were provided in relations to this medical event.